Event description:
It was reported that this right atrial (ra) lead was already chronic and was surgically abandoned. A new lead with a different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise or electromagnetic interference (emi) recorded on the lead through the arrhythmia logbook. Additionally, the issues were confirmed through pacing tests, and patient calisthenic movements were performed re-creating the noise. A new lead with a different model was implanted. No additional adverse patient effects were reported.